Event description:
It was reported that an unspecified alarm occurred on the homechoice device during peritoneal dialysis therapy. It is unknown if the patient was connected at the time of the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported event was unknown; however, a system error 1087 was identified during a review of the event history log. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed no issues that could have caused or contributed to the reported issue. A short simulated therapy was successfully performed. The cause of the event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.